Event description:
Patient, had primary knee replacement somewhere in south africa. Reason for revision was due to polyethylene wear. The implants appeared to be well fixed in the x-ray, so, due to her age, plan a was to just exchange the polyethylene insert, as long as we had the appropriate implant and size. There is no paper trail so required us to interpret the x-ray which we believed to be a sigma cr rotating platform. Should we not have the appropriate implant then the plan was to remove all the knee components and replace with attune revision. Once exposure was gained and the insert was removed we could tell that it was a size 2.5 12.5mm cr insert, we were able to upsize to 15mm, knee was then reduced and was very stable.

Manufacturer narrative:
Product complaint # : pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that [gender] patient, had primary knee replacement in [year] somewhere in south africa. Reason for revision was due to polyethylene wear. The implants appeared to be well fixed in the x-ray, so, due to her age, plan a was to just exchange the polyethylene insert, as long as we had the appropriate implant and size. There is no paper trail so required us to interpret the x-ray which we believed to be a sigma cr rotating platform. Should we not have the appropriate implant then the plan was to remove all the knee components and replace with attune revision. Once exposure was gained and the insert was removed we could tell that it was a size 2.5 12.5mm cr insert, we were able to upsize to 15mm, knee was then reduced and was very stable. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the photo revealed that pfc sigmarp cvtbin s2.5 12.5 presents wear and deterioration of material all around the device, specially at the edges of the condyles on the posterior portion of the implant. Additionally, the post that goes inside the rotation platform seems to have been cut for extraction purposes . With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the pfc sigmarp cvtbin s2.5 12.5 may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for pfc sigmarp cvtbin s2.5 12.5. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.